Manufacturer narrative:
Evaluation summary: issue: needle stick. Bd received (1) shelf carton which had (8) sealed polybags with (10) 1cc syringes, lot # 1255029 and (2) unsealed polybags - one polybag with (8) syringes and one polybag with (10) syringes. The shelf carton had (1) loose syringe lying inside. Received product was examined and no defective syringes were observed. Cannot confirm shield off syringe in polybag complaint as a defect. Complaint history check was performed and as of ((B)(6) 2012) yielded (0) other complaints against lot number 1255029 for the same issue. Information will be captured on trend reports and monitored monthly.

Event description:
Express script representative reported that technician received a needle stick from uncapped needle while reaching to label a full box of syringes. Bd was later notified that technician received a preventative treatment.